Event description:
"Caller alleged discrepant results compared with the lab. Pt's therapeutic range is between 2.0 and 3.0. Pt's (B)(6) prescription was changed on 9/8 and 9/15.

Manufacturer narrative:
Investigation pending.